Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06722. The pt was implanted with tow leads from the same lot number. It was reported the pt stated that the scs ipg had been very shallow and it would get sore if the pt bumped against it. It was also reported the pt's stimulation had moved to his abdomen and ribs. Reprogramming did not resolve the issue. The physician stated the leads had moved as high as t7. Consequently, the physician repositioned the leads. The pt reported he was satisfied with the new lead placement. An sjm representative reprogrammed the pt's scs system and effective stimulation was regained. Follow-up identified the physician replaced the pt's ipg with a smaller model ipg.